Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.41 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "the top grip appears to be dislodged from its normal position on the proximal part of the grip, near the grip tang."

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws were out of place. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown which surgical task was being performed with the instrument at the time of event, and if the jaws were closed on tissue. There was no report of the customer having difficulties to remove the instrument through the cannula.